Manufacturer narrative:
Continuation of concomitant products: 419588 lead, implanted (B)(6) 2005, 694958 lead, implanted (B)(6) 2005, 407652 lead, implanted (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular lead had noise. The lead was capped and replaced. No patient complications have been reported as a result of this event.